Event description:
The surgeon attempted to implant a collamer lens model cc4204bf, diopter +25.0, and was torn while advancing out of the cartride. It was stated the cartridge was too tight. The lens was not implanted and there was no pt contact or injury. The contact stated the indigo-p injector and sfc-25 fp cartridge were used, but the lot numbers were unk.